Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system was returned for investigation in used condition. The investigator installed a tempcheck test fixture, and a f-30 gas vent/filter on the unit before powering it on. The device did not produce the disposable alarm. In addition the block 4 lower micro switch was engaging as intended. The device was calibrated for another 2 hours. No alarm was observed. The customer reported product problem was not replicated. No fault was found with the device. The old style float switch was upgraded to the new style float switch however.

Event description:
It was reported that the pump gave a disposable error. In addition the lower switch was not engaging. No patient injury or complications were reported in relation to this event.